Event description:
The pt went to the dr for lab work. Pt experienced a hypoglycemic event after the appointment and the suspected device was used to check pt's blood glucose. A result of 148 mg/dl was obtained. Family member was with pt and took pt to the ER. A hosp meter read 35 mg/dl. Pt was treated with a glucose IV and given orange juice. The ER called the dr's office to get the lab work results and the glucose value was 47 mg/dl. Level 1 control was run on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.